Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the keypad on the insulin pump was not functioning. He noticed the keypad issue when he was trying to bolus. Customer's blood glucose was 220 mg/dl. Customer stated he went through a full body scanner. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.